Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. The customer's blood glucose was 200 to 300 mg/dl at the time of admission. The customer reported experiencing hot flashes, vomiting and pain in their hands and feet as symptoms of their high. It was also reported the customer was dehydrated, had high blood pressure and gastroparesis. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 250 mg/dl. The insulin pump will not be returned for analysis.